Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that during today¿s inspection of the pump, an alert indicated that the pump motor had experienced a stall but subsequently recovered. The healthcare provider (hcp) stated that the patient has not had magnetic resonance imaging (MRI) since this pump was implanted and there was nothing in logs indicating a motor stall had occurred. The agent reviewed information on this alert detecting motor stalls if this was the first interrogation of sm2 pump following an update to tablet software. The pump was not audibly alarming prior to refill and there was no change in therapy reported. The agent advised caller to check pump residual volume for accuracy and update the pump to clear the alert. The agent advised the hcp to monitor for any future alerts or alarms.